Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet down stairs, after which the screen bezel separated and exposed internal components; blood glucose management was not affected, and the user temporarily switched to a tandem pump. Symptoms included no reported clinical effects. Outcomes included no reportable impact on health, medical intervention, or hospitalization. Investigation included collection of device history and user report, instructions to shut down the device to prevent further alerts, data synchronization guidance, and logistical arrangements for device replacement and return. Investigation of this case revealed physical damage to the screen assembly consistent with accidental impact, with the affected component identified as the display housing. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop.